Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz mdc. It was reported the vizigo hemostatic valve was bleeding back. The vizigo hemostatic valve was bleeding back and the vizigo was replaced the issue remained by not being able to advance the sheath to a certain point. The sheath was replaced with an sr0 to resolve the issue. No patient consequences were reported. Hemostatic valve leak is MDR-reportable. This report is for the 1st of 2 vizigo sheaths. The other sheath was reported in manufacturer report number 2029046-2022-02385.

Manufacturer narrative:
On 5-oct-2022, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with an 8.5f sheath with curve viz smc. It was reported the vizigo hemostatic valve was bleeding back. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide) examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo sheath, and no resistance was felt during the testing. However, the resistance experienced by the customer could have been due to the hemostatic valve dislodgement. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." A device history record review was performed for the finished device 00002025 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).